Event description:
An (B)(6) male patient's nurse contacted zoll customer support to report a problem with the patient's battery charger/modem. The patient was provided with a replacement charger/modem.

Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. Upon investigation there was corrosion on the battery charger/modem's battery board and bedside board. In addition, component q1 (current controlling transistor) was shorted on the bedside board. The cause for the corrosion and shorted component was likely contamination. The root cause for the contamination could not be positively identified but was likely ingress of an unknown liquid. No adverse event resulted from the contamination. The patient rec'd a replacement charger/modem.